Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain in right lower pelvis") and genital haemorrhage ("heavy and irregular bleeding") in a 37-year-old female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 1 (((B)(6) 1990)), abortion, osteoarthrosis, allergic rhinitis, broken leg (1994), jaw operation and breast biopsy (20 years ago). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, major depression, smoker, alcohol use, penicillin allergy (rash) and allergic reaction to antibiotics (gi upset). Family history included heart disease, unspecified (paternal grandmother,father), hypertension (paternal grandmother,paternal grandfather,father.), diabetes (paternal grandmother,sister), stroke (paternal grandmother), hyperlipidemia (paternal grandmother), osteoporosis (father), als (paternal grandfather), alpha-1 anti-trypsin deficiency (father), liver transplant (father), cancer (father.) And kidney dysfunction (sister). Concomitant products included alprazolam (xanax) and ketorolac tromethamine (toradol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). On (B)(6) 2009, 10 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On left 1 trailing coils seen and on right 4 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. 2006,2007:abnormal papanicolaou smear of cervix and cervical hpv. (B)(6) 2014: carpal tunnel release. Urine pregnancy test negative. (B)(6) 2012:surgical pathlogypathology reports-diagnosis-uterus with cervix and bilateral fallopian tubes hysteroscopy with bilateral salpingectomy: secretory endometrium, unremarkable myometrium cervix and fallopian tubes,negative for squamous intraepithelial lesion endometrial hyperplasia and malignancy. Gross description-a1 source uterus cervix bilateral tubes the specimen is received. Clinical information: pelvic pain: uterus, cervix, bilateral tubes. The specimen is received labeled with the patient¿s name and uterus, cervix. Bilateral fallopian tubes,¿it consist of a 103 gram,9.5x5x4cmx. There are two separate portion of fallopian tube. The cervix is 4.5cm in length with a distilment squamocolumnarsquamolumar junction. The endometrium is 0.3-0.4 cm thick. No endometrial lesion are identified. The myometrium averages 2.5-3 cm thick. No leiomyomata are identified. The uterine serosa is focally congested with a few adhesions present. The first portion of fimbriated fallopian tube is 4.5cm in length and 0.6 cm in diameter. No lesions identified. The second portion of fimbriated fallopian tube is 5.5 cm in length and 0.6 cm diameter. No lesions are identified. Representative sections are submitted in seven cassettes labeled: anterior cervix, posterior cervix,anterior endomyometrium, full-thickness composite section,anterior endomyometrium, full-thickness, posterior endomyometrium,first fallopian tube,second fallopian tube. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:menorrhagia,pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain in right lower pelvis") and genital haemorrhage ("heavy and irregular bleeding") in a 37-year-old female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 1 (((B)(6) 1990)), abortion, osteoarthrosis, allergic rhinitis, broken leg (1994), jaw operation and breast biopsy (20 years ago). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, major depression, smoker, alcohol use, penicillin allergy (rash) and allergic reaction to antibiotics (gi upset). Family history included heart disease, unspecified (paternal grandmother,father), hypertension (paternal grandmother,paternal grandfather,father.), diabetes (paternal grandmother,sister), stroke (paternal grandmother), hyperlipidemia (paternal grandmother), osteoporosis (father), als (paternal grandfather), alpha-1 anti-trypsin deficiency (father), liver transplant (father), cancer (father.) And kidney dysfunction (sister). Concomitant products included alprazolam (xanax) and ketorolac tromethamine (toradol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). On (B)(6) 2009, 10 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the genital haemorrhage, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On left 1 trailing coils seen and on right 4 coils seen. Discrepant date of removal was mentioned as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. 2006,2007:abnormal papanicolaou smear of cervix and cervical hpv. (B)(6) 2014:carpal tunnel release. Urine pregnancy test negative. (B)(6) 2012:surgical pathlogypathology reports-diagnosis-uterus with cervix and bilateral fallopian tubes hysteroscopy with bilateral salpingectomy: secretory endometrium, unremarkable myometrium cervix and fallopian tubes,negative for squamous intraepithelial lesion endometrial hyperplasia and malignancy. Gross description-a1 source uterus cervix bilateral tubes the specimen is received. Clinical information: pelvic pain: uterus, cervix, bilateral tubes. The specimen is received labeled with the patient¿s name and uterus, cervix. Bilateral fallopian tubes,¿it consist of a 103 gram,9.5x5x4cmx. There are two separate portion of fallopian tube. The cervix is 4.5cm in length with a distilment squamocolumnarsquamolumar junction. The endometrium is 0.3-0.4 cm thick. No endometrial lesion are identified. The myometrium averages 2.5-3 cm thick. No leiomyomata are identified. The uterine serosa is focally congested with a few adhesions present. The first portion of fimbriated fallopian tube is 4.5cm in length and 0.6 cm in diameter. No lesions identified. The second portion of fimbriated fallopian tube is 5.5 cm in length and 0.6 cm diameter. No lesions are identified. Representative sections are submitted in seven cassettes labeled: anterior cervix, posterior cervix,anterior endomyometrium, full-thickness composite section,anterior endomyometrium, full-thickness, posterior endomyometrium,first fallopian tube,second fallopian tube. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:menorrhagia,pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received : event added as abdominal pain. Outcome of abdominal pain and excessive bleeding was updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain in right lower pelvis") and genital haemorrhage ("heavy and irregular bleeding") in a 37-year-old female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 1 (((B)(6) 1990)), abortion, osteoarthrosis, allergic rhinitis, broken leg (1994), jaw operation and breast biopsy (20 years ago). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, major depression, smoker, alcohol use, penicillin allergy (rash) and allergic reaction to antibiotics (gi upset). Family history included heart disease, unspecified (paternal grandmother,father), hypertension (paternal grandmother,paternal grandfather,father.), diabetes (paternal grandmother,sister), stroke (paternal grandmother), hyperlipidemia (paternal grandmother), osteoporosis (father), als (paternal grandfather), alpha-1 anti-trypsin deficiency (father), liver transplant (father), cancer (father.) And kidney dysfunction (sister). Concomitant products included alprazolam (xanax) and ketorolac tromethamine (toradol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). On (B)(6) 2009, 10 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On left 1 trailing coils seen and on right 4 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. 2006,2007:abnormal papanicolaou smear of cervix and cervical hpv. (B)(6) 2014:carpal tunnel release. Urine pregnancy test negative. (B)(6) 2012:surgical pathlogypathology reports-diagnosis-uterus with cervix and bilateral fallopian tubes hysteroscopy with bilateral salpingectomy: secretory endometrium, unremarkable myometrium cervix and fallopian tubes,negative for squamous intraepithelial lesion endometrial hyperplasia and malignancy. Gross description-a1 source uterus cervix bilateral tubes the specimen is received. Clinical information: pelvic pain: uterus, cervix, bilateral tubes. The specimen is received labeled with the patient¿s name and uterus, cervix. Bilateral fallopian tubes,¿it consist of a 103 gram, 9.5x5x4cmx. There are two separate portion of fallopian tube. The cervix is 4.5cm in length with a distilment squamocolumnar junction. The endometrium is 0.3-0.4 cm thick. No endometrial lesion are identified. The myometrium averages 2.5-3 cm thick. No leiomyomata are identified. The uterine serosa is focally congested with a few adhesions present. The first portion of fimbriated fallopian tube is 4.5cm in length and 0.6 cm in diameter. No lesions identified. The second portion of fimbriated fallopian tube is 5.5 cm in length and 0.6 cm diameter. No lesions are identified. Representative sections are submitted in seven cassettes labeled: anterior cervix, posterior cervix,anterior endomyometrium, full-thickness composite section,anterior endomyometrium, full-thickness, posterior endomyometrium,first fallopian tube,second fallopian tube. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:menorrhagia,pelvic pain female. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events extracted per pfs:abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping), pain in right lower pelvis,did not undergo essure confirmation test. Lot number,date of essure removal,concomitant disease,historical condition,concomitant drugs,lab test added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2012, patient underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.